Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the power supply was not working. First, the hemopro device had no power. The cord was changed but the hemopro device was still not functioning. The power supply was then replaced and the case was completed successfully. The hospital did not report any pt effects. The hospital intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).